Event description:
The pt reported that the pump dispensed insulin during the load cartridge phase.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient reported skin overgrowth on the implant site resulting in a revison surgery on (B)(6) 2010 to remove the excess skin. The implanted device remains.